Event description:
On (B)(6) 2012, an article was received which used the engel, ilae, and mchugh scoring systems to rate the medical records of children who had undergone vagus nerve stimulator implantation between january 2001 and april 2011 at a particular hospital. According to the article, the mchugh classification method showed the best (good compared to moderate for engel and ilae methods) degree of interrater reliability therefore the data from the mchugh classification will be used. There are three observers with one being the pediatric neurologist, who would be the best at characterizing seizure frequency. However, since the article does not state which observer is (observer 1, 2, or 3), the highest number of patients per classification will be used. Since 11 patients were found to have a mchugh rating of v, "no response," while the other two observers stated it was 10 patients and 9 patients, in order to ensure that all patients are captured, the 11 patients that were classified as having a v level response per mchugh will be used for reporting purposes. The article indicated these 11 patients with v level response following the mchugh classification of seizure outcome had no improvement in seizures which corresponded to either a 50% reduction in baseline number of seizure days, or a 100% increase in baseline number of seizure days, or +/- auras in the ilae classification of seizure outcome. The identity of the patients is unknown at this time as no further information has been received to date.